Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alert for high hv lead impedance was observed. Pt presented to the clinic and was confirmed that the shock configuration and test configuration were rv to can and svt discriminators were ventricular only. No noise or change in impedance was found during the testing. Pt will continue to be monitored.